Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Angiogram demonstrated a left tibio-peroneal (tp) trunk and proximal anterior tibial (at) artery stenosis. The physician wired the vessel using a stiff .035 wire and then exchanged the wire over a .035 x 90cm quick cross catheter. The physician tracked the turbohawk over a .014 x 300 and placed it in the mid at artery. During the first cutting pass of the tp lesion, the turbohawk jumped into the proximal at. The physician pulled back on the turbohawk and made another pass, but the turbohawk jumped forward again. Angio showed a dissection of the at. The dissected artery was not flow limiting and was tacked up with a pta balloon.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Evaluation of the returned device on may 13, 2015 could not find any damage relevant to the reported event.